Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 265 mg/dl. The customer stated that there were no significant events that could have led to the issue. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.